Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, cervical dysplasia, vestibulitis and diarrhea. Previously administered products included for an unreported indication: mirena from 2007 to 2008, amitriptyline and flagyl. Concurrent conditions included gastroenteritis, diverticulitis, discomfort, nausea, sweating, ache, smoker, endometriosis, back pain, dysuria and uterine dilation and curettage. Concomitant products included ciprofloxacin, hydrocodone, ibuprofen from (B)(6) 2013 to (B)(6) 2016, loratadine (lortab) since (B)(6) 2014, metronidazole and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), depression ("psychological or psychiatric problems ¿depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vag infect") and back pain ("back pain"). The patient was treated with sertraline and surgery (surgery ¿ dilation and curettage and hyst (full), salping (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, depression, vaginal haemorrhage, dyspareunia, fatigue and anxiety outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia,abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, cervical dysplasia, vestibulitis and diarrhea. Previously administered products included for prevent pregnancy: mirena from 2007 to 2008; for an unreported indication: amitriptyline and flagyl. Concurrent conditions included gastroenteritis, diverticulitis, discomfort, nausea, sweating, ache, smoker, endometriosis, back pain, dysuria and uterine dilation and curettage. Concomitant products included ciprofloxacin, hydrocodone, ibuprofen from (B)(6) 2013 to (B)(6) 2016, loratadine (lortab) since (B)(6) 2014, metronidazole and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), depression ("psychological or psychiatric problems ¿depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and back pain ("back pain"). The patient was treated with sertraline and surgery (surgery ¿ dilation and curettage and hyst (full), salping (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection, back pain and vaginal haemorrhage had resolved and the depression, dyspareunia, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pain, bleeding and urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia,abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ pelvic pain and abnormal bleeding (menorrhagia/vaginal bleeding)¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, cervical dysplasia, vestibulitis and diarrhea. Previously administered products included for an unreported indication: mirena from 2007 to 2008, amitriptyline and flagyl. Concurrent conditions included gastroenteritis, diverticulitis, discomfort, nausea, sweating, ache, smoker, endometriosis, back pain, dysuria and uterine dilation and curettage. Concomitant products included ciprofloxacin, hydrocodone, ibuprofen from (B)(6) 2013 to (B)(6) 2016, loratadine (lortab) since (B)(6) 2014, metronidazole and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea"), depression ("psychological or psychiatric problems ¿depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems ¿mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vag infect") and back pain ("back pain"). The patient was treated with sertraline and surgery (surgery ¿ dilation and curettage and hyst (full), salping (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia, depression, vaginal haemorrhage, dyspareunia, fatigue and anxiety outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia,abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), dyspareunia, fatigue, mental anguish. Previously added psychological or psychiatric problems was updated to depression were added. New reporter were added. Patient demographic was added. Patient medical history and concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen abnorm bleed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), vaginal infection ("vag infect") and back pain ("back pain"). The patient was treated with surgery (hyst (full), salping (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection and back pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : abdominal pain, dysmenorrhea,gen abnorm bleed,psych injury, vag infect, back pain. Outcome of the event pelvic pain was changed from unknown to recovered/resolved. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.